Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. A second valve was implanted. There was no further injury or impact to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the valve remained implanted; therefore, it was not returned to medtronic for analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. However, a conclusive cause could not be determined from the limited information available. In this case, the depth was acceptable, and a recapture was not warranted. Based on the image subject matter expert assessment, the valve dislodged sometime after release and removal of the delivery catheter system and/or removal of the guidewire, however, the cause of the dislodgement could not be determined. Ultimately, a second valve was implanted, and no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The balloon migrated aortic during mid inflation. No further inflations were performed. The valve was deployed just prior to the point of no recapture, and valve depth assessment was performed. Depth was approximately 4mm on the non-coronary cusp in the cusp overlap view, and 6mm on the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or 5 mm, consider recapture. In this case, the depth was acceptable, and a recapture was not warranted. The subsequent fluoroscopic image reveals that the valve dislodged aortic sometime after release and removal of the delivery catheter system and/or removal of the guidewire. However, the dislodgement event was not captured thus it is not possible to determine cause of the dislodgement. Evidence shows that the dislodged valve was snared and there was an attempt to advance a second delivery catheter system; however, the final angiogram provided does not show a second valve implanted. There is no evidence of any further intervention. As stated in the IFU, potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed with a 20 millimeter (mm) balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.